Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The report of an increased intraperitoneal volume (iipv), which was found in the device log was not duplicated during testing. The assignable cause was insufficient drain; use error, tidal ultrafiltration removal set too low. A service history review was performed and no issues were identified. A labeling review was performed and the labeling was found to be sufficient. The root cause investigation is in progress through (B)(4). Per the peritoneal dialysis nurse, there was no patient injury or medical intervention reported.

Event description:
Five increased intraperitoneal volume (iipv) situations were identified in the log of a returned homechoice (hc) device. This is report 1 of 5. The iipv occurred on (B)(6) 2010 during drain cycle 5. The programmed fill volume was 2400ml and the total drain volume was 3840ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.